Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous av fistula that is 70% stenosed. The 5.0x40mm armada balloon dilatation catheter was inflated to 11 atmospheres and leakage of contrast agent was noted coming from the proximal shaft. A tear was noted at the proximal shaft. Another same size device was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. The reported tear was not confirmed; however, sem analysis noted gaps/channels in the adhesive at the distal bonding area of the luer which is likely what the account perceived when reporting a tear in that area. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The investigation determined the noted gaps/channels in the adhesive at the distal bonding area at the distal end of the luer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.